Event description:
Pt presented with increasing symptoms of pulmonary edema. Transesophageal echo demonstrated one leaflet of prosthetic valve was fused closed, possibly from thrombus. Valve was operatively removed and replaced.